Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air-in-line alarm that won't clear after clearing the line of air. Also happens even when a set is not loaded. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation did not note any evidence in the event history log pertaining to the customer allegation of "constant air-in-line alarm that won't clear after clearing the line of air.¿ also happens even when a set is not loaded" nor was the history log. The reported symptom was not verified. Evaluation did observe a constant "reload set!" Alarm at power-up which instructs the user to ensure there is no air present in the line. This alarm can occur with or without a set loaded and prior to the device infusing. The customer likely intended to report a "reload set!" Alarm. Should additional relevant information become available, a supplemental report will be submitted.